Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed, a damaged downstream occlusion (dso) seal. Event history log review was no applicable. Functional testing was able to replicate the reported issue. The root cause was determined, to be a defective remote dose connector. The remote dose connector and dso seal were replaced. Service history review identified, there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported, that during use, the bolus connector did not work. Per the reporter, there were no adverse patient effects.